Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked and there was infiltration. This was discovered during use. The following information was provided by the initial reporter: patients on (B)(6) 2019 went to hospital infection hospitalization, in order to further confirmed, the doctor suggested that the double lung CT enhancement imaging, on (B)(6) 2019, the radiology row CT angiography revealed, in the process of line inspection closed venous indwelling needle was found to appear leakage phenomenon, the new needle was replaced for puncturing.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077601. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked and there was infiltration. This was discovered during use. The following information was provided by the initial reporter: patients on (B)(6) 2019 went to hospital infection hospitalization, in order to further confirmed, the doctor suggested that the double lung CT enhancement imaging, on (B)(6) 2019, the radiology row CT angiography revealed, in the process of line inspection closed venous indwelling needle was found to appear leakage phenomenon, the new needle was replaced for puncturing.